Event description:
It was reported tat on 21 aug. 2024, 29mm navitor valve was selected for implant in a patient with minimal calcium and an aortic angle of 53.2 degrees. The native valve had a perimeter of 84.1mm and baseline rhytm of atrial fibrillation. The procedure went ahead as planned, valve was loaded without issue and in line with the IFU and screened before insertion. The valve was inserted into patient and tracked to the aortic annulus without issue. The valve was deployed to 80% and cine showed acceptable depths to continue to deploy the valve. The valve was deployed fully at a depth of lcc 3mm ncc 4mm and appeared to be stable however, following an aortogram it appeared the valve had migrated up above the annulus toward the aorta. All three retainer tabs were confirmed to have detached. It was thought that the migration occurred due to a hemodynamic surge. The physician asked that a second 29mm navitor vision valve be loaded ready for implanting. A gooseneck snare was attempted to move the valve to the top of the ascending aorta before the arch. The second loaded valve was then inserted into the patient and was deployed without issue. The patient had 6mmhg of gradient with trivial/mild para-valvular leak following hemodynamic measurements at the end. A post-dilation was performed on the second valve and the patient required temporary cardiac pacing due to complete heart block which occurred after the second valve. On an unknown date, a permeant pacemaker was implanted. The patient remained hemodynamically stable throughout the procedure. The patient left the cath lab and is being monitored.

Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, a cause for the reported device migration appears to be related to patient conditions. The reported improper or incorrect procedure or method was due to user snaring the valve. The reported surgical intervention and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.